Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
It was reported that the unit had a navigation ring failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The manufacturer's field service engineer (fse) confirmed and duplicated the reported issue. The fse replaced the front bezel. The unit successfully passed all testing and was returned to service. No other abnormality was observed.

Manufacturer narrative:
G4: 12nov2020. B4: 13nov2020. The root cause of the navigation ring failure was determined to be liquid ingress due to the variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.